Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl) identified the pump turned off immediately after the power was turned on. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. As a preventive action, replaced the backup capacitor and performed all functional testing. D4: UDI details were unknown.

Event description:
It was reported that when the customer pressed the switch, the product was spontaneously powered off. No patient injury was reported.